Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that since the patient had an MRI, after putting device in MRI mode and then getting it back, she has felt like the device has not worked as well. Patient stated it was not reaching her right calf. Patient stated she has tried increasing/decreasing stimulation and changing to all other 5 settings but that has not helped. Patient thinks this started about a month ago. No further complications were reported/anticipated.